Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient received 4 catheters that had black specks on them after he opened them up. The patient received a uti. Lot#jukz9524. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.